Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
Review of manufacturer's database indicated the patient died approximately eight months after device system implant. The cause of death has been requested and not received.

Event description:
Review of manufacturer's database indicated the patient died approximately eight months after device system implant. The cause of death has been requested and not received. Follow up with the nurse at the clinic reported their records indicate the patient experienced a fall two days prior to death and suffered a subdural hematoma that was inoperable. The exact cause of death is not in their records. There is no allegation of a device or lead issue as related to the death. Patient's pacemaker dependency not known to nurse.